Event description:
Patient called alleging that they were obtaining erratic readings on their blood glucose monitor. Patient did not experience any symptoms. Comparison that was made was greater than 30 minutes. Patient visited md and was not treated at the md's office. Patient called lfs and representative did a ctrl sol test on subject vial of strip twice and if fell out of range. Readings that were obtained were 250, 357(107-145). Patient opened a new vial of test strips and used subject control soultion and test strips feel within range. Medical affairs is documenting this case as a strip malfunction, since test strips failed control test twice.